Event description:
It was reported that a 100ml bag had particulate matter inside. The bag contained ifosfamide. There was no patient involvement. Additional information was requested and is not available. This is medical device report 1 of 3.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Investigation summary: baxter received the sample for evaluation. Visual and microscopic inspection verified presence of particulate matter. Microscopic inspection identified two particulates in the sample, one approximately 1.0mm long and the second 0.5mm in size. Further testing via fourier transform infrared spectroscopy (ftir) spectrophotometer scanning revealed the 1.0mm particulate to be plasticized pvc and the 0.5mm was found to be consistent with cellulosic material; further characterized by polarized light microscopy as being consistent with paper fragment. The cause could not be determined. A CAPA has been initiated to investigate particulate matter issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.